Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that the cs300 had no alarms. There was no patient involved.